Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken screw inserter. The screwdriver kept coming apart; it would loosen up and not stay assembled. The case was finished with another screwdriver. No adverse event reported.

Manufacturer narrative:
The returned device was examined. The shaft was found loose within the sleeve. It was disassembled and the spring was found to have lost its functionality. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of this event cannot be conclusively determined.